Event description:
It was reported that a series of noise strips on atrial, ventricular and leadless EKG were observed and appeared to be non-physiologic. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.